Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. There was no new malfunction that occurred. This record is a follow up to MDR# 1218950-2017-03231. The issue was not resolved by the replacement of multiple parts. New investigation information will be documented in this MDR.

Event description:
It was originally reported to philips that the device displays a red x and will not power up. There was no reported patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: one power pca was returned for failure analysis. The fa traces at j22 was found damaged. The available information is consistent with a malfunction of the power pca which caused the unit not to power up. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.